Event description:
It was reported that the patient with this pacemaker had lost consciousness and syncope, and asystole was confirmed. A holter test was performed and a ventricular pacing failure was confirmed. The device was set to a fixed output. Technical services (ts) was consulted and provided other evaluation options. An increase in capture thresholds was noted as a result of reprogramming. During a follow up it was confirmed that the patient did not exhibit more symptoms after system reprogramming. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and pacing thresholds were increased to an output of 5v. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker had lost consciousness and syncope, and asystole was confirmed. A holter test was performed and a ventricular pacing failure was confirmed. The device was set to a fixed output. Technical services (ts) was consulted and provided other evaluation options. An increase in capture thresholds was noted as a result of reprogramming. During a follow up it was confirmed that the patient did not exhibit more symptoms after system reprogramming. This pacemaker remains in service. No adverse patient effects were reported.